Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter: flush was leaking

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306546 and lot number 2200566. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect. As neither a physical sample nor a picture sample was available for return, our quality engineer team was unable to complete a thorough sample analysis. Based on the limited investigation results, an exact cause could not be determined for this reported incident.

Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter: flush was leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.